Event description:
Customer's mother reported hospitalization due to high blood glucose level of 647 mg/dl. Customer was treated with insulin drips at the hospital and the blood glucose readings went down to 480 mg/dl. Customer's mother also stated that the customer's blood glucose levels went from 150 mg/dl to 344 mg/dl in several hours. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the high pressure test. Customer's current blood glucose reading is 136 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.